Manufacturer narrative:
A ge service representative performed an onsite investigation. A system fuse was reseated. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was not booting up. There is no report of patient injury.